Event description:
It was reported that the home patient (hp) had received a system error (se) 2367 alarm (air in line), which occurred on the homechoice (hc) machine during use, patient was connected. The technical service representative (tsr) had the home patient (hp) cycle the power on the hc and the machine was then alarming with an unrelated issue. The hp was able to perform the manual therapy. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up report will be submitted.